Event description:
Asr revision; asr resurfacing - left hip; reasons for revision: pain; component loosening; increased metal ions.

Event description:
Asr revision; asr resurfacing - left hip; reason for revision: pain.

Event description:
Asr revision; asr resurfacing - left hip; reason(s) for revision: pain; component loosening - socket or acetabular component (certainly not well fixed); increased metal ions; irritable hip; restricted range of motion.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 26488 . Reason for original complaint ¿ asr revision asr resurfacing - left reason(s) for revision: pain, component loosening - socket or acetabular component was loose, certainly not well fixed and increased metal ions. Pain, irritable hip, restricted range of motion. Ireland reference number: asr-ni-20,278 update: added further revision reasons and amended revision date. Received:(B)(6) 2013. Update: amended implant date and added further revision reason. Received: march 27th 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.